Event description:
The driver broke off in the radial head when it was placed under compression. There was no patient injury. There was a 20 minute delay in surgery. Additional information was requested and on (B)(6) 2014, the following was provided by the distributor: during the last stage of the radius surgery, the tip of the driver broke off. This is the driver used on the radial head implant when trying to connect the radial head to the stem implant. There was enough driver head remaining so they were able to continue to put the radial head and stem implant together. There was no patient injury and there was no patient adverse consequence due to the surgical delay.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.